Event description:
It was reported that this left ventricular (lv) lead displayed oversensing by detecting signals from the atrium. Technical services (ts) conducted a review of the incident and identified the presence of atrial fibrillation (af). Ts clarified that the observation is influenced by the lead's positioning and the specific sensing vector in use. As a corrective measure, ts advised altering the sensing vectors to avoid atrial signals, disabling lv sensing, or adjusting the sensitivity settings. This lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.